Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an right ventricular outflow tract (rvot) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Ablation was performed respecting the instructions for use (IFU), 40w no impedance or temperature rise was observed. There were no alarms from the generator and were unable to determine on which rf application the pericardial effusion occurred. Pericardial drainage and minor sternotomy were performed and 200ml were taken out from the pericardial space. The patient is fine now. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.